Event description:
The hcp reported the doses of baclofen became insufficient for the patient. The dose was increased from 390mcg/day to 490mcg/day. The catheter was reported to be working normally. The pump was explanted and returned to the manufacturer for analysis after an unknown implant duration.